Manufacturer narrative:
Date rec¿d by MFR : 16apr2019. Philips customer support reviewed recommended repair per the manual. Cycled vent into ventilation mode to zero out the pressure transducers - no help. Customer support provided parts ID for the data acquisition printed circuit board assembly (da pcba). The customer reported the repair went smoothly and replacing the data acquisition printed circuit board fixed the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/25/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reports unit is failing pressure testing. The customer reports no patient involvement. Event date not specified, estimate used.